Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer advised when hit down button it does not lower but when you put presser on it goes an inch than stops. Dealer advised up works. Dealer could not provide any further information.